Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was foreign material inside the ventricular connector, a piece of wire from a cable. It was also noted that the lower case, ring cover and side bail covers were broken, the ring and one side bail were missing and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had loose connectors. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.